Event description:
It has been determined, that the device associated with this complaint is a non-allergan device. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
E.1. Phone number: (B)(6), e.1. Fax number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, via regulatory agency. Left side capsular contracture, baker grade iii. And crease fold. Device has been explanted.